Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc blood glucose meter. Customer reported the meter would not power on with button press or test strip insertion. The customer experienced dizziness, fainting and loss of consciousness and required unspecified intravenous administered by the healthcare professional for hypoglycemia diagnosis. No further treatment was provided. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
A battery/no power issue was reported with the adc blood glucose meter. Customer reported the meter would not power on with button press or test strip insertion. The customer experienced dizziness, fainting and loss of consciousness and required unspecified intravenous administered by the healthcare professional for hypoglycemia diagnosis. No further treatment was provided. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.